Event description:
It was reported that during an unknown procedure there was an unexpected noise heard. The surgeon found some metal wire was in the tissue pad. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was returned with the tissue pad damaged with a b-form clip imbedded on the surface. In addition the blade was noted to be damaged. The device was tested with a test handpiece and generator and error code 5 was received, no further functional testing could be performed. This was due to the blade damage. Probable causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. It is possible that the unexpected noise heard could be either: the blade making contact with the b-form clips or the solid tone emitted when the blade becomes damaged. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure. In addition, the generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear.